Manufacturer narrative:
(B)(4). No conclusion code available. A partial lead was returned in three segments for analysis. External insulation abrasion was noted at 14.0-14.5cm from the distal tip. The outer coil was exposed at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.